Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected evaluation summary. Evaluation summary: (B)(4) : shaft seal out of position, defib conductor distorted, tip seal observation, and blood noted on distal conductor (not obstructed), helix mechanism, and helix mechanism (sleeve head); full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the helix would not operate properly. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) shaft seal out of position. Full lead returned. Upon inspection, it was noted that the shaft seal was out of position. Upon inspection, it was noted that the defib conductor of the lead was distorted/fractured. Upon visual inspection, it was noted that there was blood/body fluid in the distal conductor (not obstructed). Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism (sleeve head). Upon inspection, it was noted that there was a tip seal observation.

Event description:
It was reported that during implant attempt, the helix would not operate properly. The lead was not used. No patient complications have been reported as a result of this event. It was reported that during implant attempt, the helix would not operate properly. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel, defib conductor distorted, tip seal observation, and blood noted on distal conductor (not obstructed), helix mechanism, and helix mechanism (sleeve head); full lead returned and analyzed.